Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round moderate profile 300cc saline catalog #3501645 lot #6518098 sn #(B)(4). Manufacturer¿s reference number: (B)(4)

Event description:
It was reported that a (B)(6) -year old female patient underwent breast augmentation revision with mentor smooth round moderate profile 300cc saline breast prostheses. The right breast prosthesis had deflated. As a result, the patient underwent bilateral removal and replacement with unknown breast prostheses on (B)(6) 2018.

Manufacturer narrative:
Upon receipt by mentor, the device returned without fluid. White material was observed within the device. No foreign material was observed on the shell surface. During examination, product evaluation observed a crease on the anterior aspect and extending to the posterior aspect. A rent measuring approximately 0.7 cm was discovered within the crease on the posterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the origin of white material found in the device. The device history record (DHR) of lot number 6518098 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 3/16/2018, mentor became aware that the replacement devices were mentor smooth round moderate profile 300cc saline catalog #3501645 sn# (B)(4) and mentor smooth round moderate profile 300cc saline catalog #3501645 sn # (B)(4). Manufacturer¿s reference number: (B)(4).